Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the ER after syncope. Lead noise leading to inhibition was observed as the cause of the syncope episode. Reprogramming changes were made to increase the maximum sensitivity level. The patient later reported for follow up and it was determined that reprogramming had resolved the noise issue. The noise could not be recreated during follow up and there were no subsequent noise episodes. The patient is in good condition.